Event description:
Note: this report pertains to the second of three devices that occurred during the same procedure. Refer to associated manufacturer report #s 3005099803-2008-07493 and 3005099803-2008-07487 for a description of the other events. It was reported to boston scientific corporation in 2008 that an endovive standard peg kit push method device was used during a percutaneous endoscopic gastrostomy (peg) tube procedure performed in 2008. According to the complainant, during the procedure, the peg tube was attempted to be back-loaded over the guidewire, however, the guidewire would not go through the transition point on the peg tube. Two more peg tube kits were unsuccessfully used. The procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.